Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after attempting an infusion set and cartridge change while remaining connected to the infusion set, repeatedly priming to see drops and potentially not rewinding the pump, leading to insulin delivery through tubing connected to the body. Symptoms included low blood glucose with a reported nadir of 41 mg/dl. Outcomes included self-treatment with oral glucose and no medical evaluation or hospitalization. Investigation included troubleshooting and user education conducted remotely, with a plan for supervised supply change and additional training before resuming therapy. Investigation of this case revealed user technique error during set change with insulin tubing fill while connected, consistent with improper setup and use of the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to training.